Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent the lumbar degenerative disc excision surgery. Intra-op, there were two set screws found slipped( one of them was the first thread slipped,another one was the first and second threads slipped) and could not be used anymore. The surgeon had to change another products to complete the surgery. The product was not implanted in the patient. Patient is well now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent around the damaged portion of the thread. Functional evaluation with sample m8 mas head found the set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.